Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg no longer old its charge despite prolong charging. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by the facility.